Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 300 mg/dl. Troubleshooting was performed. Found that the customer received no delivery alarms on the day of the event, but didn't change the infusion set. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.